Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-(B)(4) duodenoscope pursuant to predefined inspection criteria ((B)(4) rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017 with a concern of insertion buckled. Inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: insertion tube buckled at end of root brace. Light carrying bundle has less than 70% transmission. Middle lcb distal cover glass glue is missing. Pass dry and wet leak test. Segment steel braid loose. Forward body trim collar attaching nut worn/loose thread. Primary operation channel resistance. Insertion tube bump at stage 1. Distal cap missing silicone. Inspection of the seal between the distal body and distal cap was performed on (B)(4)2017. The device failed the inspection criteria. Repairs were performed which included replacement of the following components: o-rings and seals. Air/water tube. Deflector operating wire. Operation channel. Adjusting collar. Bending rubber. Segment attaching screw. Insertion flexible tube. Segment assy attaching screw. Staycoil collar. Segment staycoil assy imp-c/pb-free. Fwd body trim cover attaching nut. Rl pulley assy. Ud pulley assy. Distal case/cap. Light guide fiber bundle (lcb). Deflector staycoil. Root brace rubber. Lcb distal cover. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the customer on (B)(6) 2017.